Event description:
It was reported to covidien on 07/21/2009 that a customer had an issue with an insulin syringe. Customer reports a nurse at the facility was stuck with a dirty needle while activating the safety shield. Customer stated that the shield was stuck and very hard to move, causing her to stick her hand.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.